Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with 80% stenosis and mild tortuosity. Pre-dilatation was performed with a 2.0x12mm semi-compliant balloon. The 3.0x23mm xience xpedition stent delivery system (sds) was implanted. Post dilatation was performed per standard procedure using a 3.5x12mm non-compliant balloon at 16 atmospheres (atms). A distal edge dissection was then observed. A 3.0x15mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.